Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with unknown gel breast implants which the left side deflated after implantation. Patient reported that during a mammogram in 2003 or 2004 the left implant ruptured. The doctor told the patient to leave the implant in her body and it will be safe. Patient now has a lung disease, that is going to now kill her. Her health is now extremely bad. She is now almost blind and can hardly see without glasses. She has brain fog and can't remember things. She falls. Recurrent vaginal infections. Her hormones are out of whack. Muscle weakness and can't walk without a cane. Her body fills like it is on fire. Abdominal pain. Fever and chills. Loss of hair and fingernails. As a result patient had the implants removed on (B)(6) 2017. This report is for the right side.